Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: a2dr01 ipg, implanted on 2014 (B)(6). (B)(4).

Event description:
It was reported that right atrial lead had elevated thresholds and high impedance. A fracture was confirmed. The lead was removed and replaced. No patient complications have been reported as a result of this event.